Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect front panel component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect front panel for evaluation. In the event that the device/component is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an intermittent flickering display on this ventilator device. The customer stated no patient involvement with this event. The customer reported evaluating the device and determined the front panel assembly was the likely cause of this failure.